Event description:
It was reported that when the hcp was performing an MRI the patient complained of a "feeling of electrical pulses" in his buttock, leg and around the pump. The hcp stopped the scan and the sensation went away. The hcp planned to contact the patient's hcp. The pump was used to deliver fentanyl. It was later reported that immediately when they started the scan,the patient felt a "vibration or tingling" in his left cheek (face) described as a sharp,shooting "lightning bolt" pain, then the MRI tech shut off the machine because she "heard the pump stop." The patient had no other implantable devices but due to the issue the patient had they would not continue the MRI. The hcp planned to check the pump. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n160476021, implanted: (B)(6) 2008: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).